Event description:
As per pre-decontamination results, 2 pinholes were observed on the inflation balloon. As reported by our (B)(6) affiliate, during a case with a 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, valve alignment was unable to be performed in a straight section of the aorta. During an attempt of gross alignment, 'heavy' resistance was noted when moving the valve away from the pusher and bringing the pusher back onto the valve the valve was not moving and started to open on the site of the pusher. The device was removed pulling the valve back in front of the sheath but due to the valve being partially opened, the system and sheath were retrieved as a single unit. During withdrawal it was noted that the valve struts were bent. There was no patient injury during the event, no bleeding and the posterior CT was fine. A decision was made not to implant the valve. A transapical (ta) procedure is planned for another day. Of note, the patient's thoracic section of the aorta presented a kink.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to h3, h6 (component codes, health effect, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect device evaluation. The 26mm commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: gouges on the flex tip and valve crimped on proximal shoulder of the inflation balloon. Functional testing was performed, and the balloon shaft was able to be pulled distally to warning marker, lock and full fine adjust was able to be performed. In addition, engineers deployed that valve from the proximal shoulder of the inflation balloons and 2 pin holes with leakage was observed. Dimensional testing was performed on the double wall thickness of the inflation balloon and was found to be within specifications. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system IFU, device preparation manual, and device procedural training manual were reviewed for guidance and instructions on device preparation and usage involving the commander delivery system and esheath usage. The device procedural training manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of warning marker is visible, and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, rotate the balloon lock away from you to lock and towards you to unlock, lock/unlock symbols are found on the balloon lock and check the delivery system before valve alignment. If kinked, do not use. Manage guidewire position. Guidewire can move proximally during valve alignment. Note that the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Maintain guidewire position in the left ventricle during valve alignment and re-lock the device after unlocking every time. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap and fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. A gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Note that the fine adjustment wheel functions only when the balloon lock is locked and do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Additional considerations are compression may be observed in the distal portion of the flex catheter during valve alignment, and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct move to a different straight section of the aorta (for diving only) and if using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve alignment, withdrawal catheter and valve through vasculature and sheath- difficulty with valve through sheath and balloon leak were confirmed based on evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the valve alignment was not possible to perform in a straight section of the aorta. When attempting the gross valve alignment, it was found a heavy resistance moving valve away from the pusher and bringing the pusher back onto the valve to continue. The valve was not moving at first and then started to open on the site of the pusher' and that the 'patient's thoracic section of the aorta presented a kink.' Performing valve alignment in a non-straight section of the vasculature can cause the unseated thv during valve alignment, it can result in higher than usual valve alignment forces and leads to gross alignment difficulty and fine adjustment difficulty as reported. In addition, the device was removed pulling the valve back in front of the sheath but due to the valve being partially opened, the system and sheath were retrieved as a single unit'. Per the case notes, there was medium to heavy calcification/tortuosity of the iliacs. Tortuosity in the access vessel can create non-coaxial withdrawal angles. It is possible that the distal end of the delivery system along with the crimped valve and bent struts created a non-coaxial withdrawal configuration that could have caused catching at the distal tip of the sheath and therefore led to the withdrawal difficulty reported. As the inflation balloon pinholes were observed during product evaluation, it is unknown when the damage occurred. Because there were no reports of balloon leakage during device preparation, it is unlikely this is an out of box issue. It is possible the valve was unseated during valve alignment, resulting in the distal valve strut puncturing through the inflation balloon and subsequent leakage found during product evaluation. Additionally, it is possible the observed pinholes occurred due to excessive manipulation during delivery system withdrawal to overcome the reported withdrawal difficulty. Additionally, under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that preforming valve alignment in a curvature appears to increase the possibility of 'diving' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. In this case, available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in non-straight section, non-coaxial withdrawal [crimped valve] bent strut, excessive manipulation) may have contributed to the reported event. However, without applicable patient/procedural imagery, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required.